Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log found the device shows 46440 error. Functional testing was performed and the customer reported issue was duplicated. The reported issue was due to a defective ac connector and remote dose connector. The printed wire assembly (pwa) and dso seal were both replaced to resolve the damaged dso seal and 46440 error.

Event description:
It was reported that the charging and remote dose cord connectors were deteriorated. There was unknown patient involvement. The device evaluation found the downstream occlusion seal to be damaged.